Event description:
Pharmacist reports while an adult tpn was being compounded, an order was received for a pt's tpn. An error occurred in the compounding of the pt's tpn, as the adult tpn had not been cleared. Pharmacist is not at liberty to discuss further issues concerning the incident. At present, mos software is not directly connected to the automix 3+3 compounder at the facility, preventing the mos software and compounder from notifying the user of potential errors in compounding. Risk manager for facility was contacted for additional information, but stated she could not "divulge any additional information concerning the pt". Facility could not provide serial number of the compounder. No additional information is available at this time.